Event description:
It was reported that the vns patient has a history of sleep apnea. The vns physician has not yet determined the relationship of the sleep apnea to vns therapy but planned to disable the device the device for the sleep apnea. Good faith attempts have been unsuccessful to date.

Manufacturer narrative:
Analysis of diagnostic history performed.

Event description:
Additional information was received that the generator had not since been turned back on and there are no plans to turn back on. The patient¿s mother feels the patient is doing a little better since vns was turned off.